Event description:
A (B)(6) male patient' s monitor was returned for an unrelated issue. Upon service investigation the monitor was experiencing resets. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon service investigation, the monitor produced several abnormal shutdowns. The cause for the resets was isolated to an intermittent bga solder connection at the u500 dsp component on c/a board sn (B)(4). The root cause for the intermittent bga connection at u500 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began 01/21/2013. Results will be monitored. No adverse event resulted from the defective u500 component. The patient received a replacement monitor.